Event description:
A physician notified the MFR's distributor in a foreign country that the cutting wire at the distal end of the papillotome was exposed too much. The physician reported that the length of the cutting wire is longer than the 5mm stated in product labeling.